Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 69-70 mg/dl and candy was consumed to elevate the bg. The customer suspected that the low bg was due to not eating enough dinner. Tandem technical support advised the customer to discuss the event with a healthcare provider.